Event description:
It was reported that the physician said the patient is having problem pumping his inflatable penile prosthesis (ipp) and he believes that it could be an issue with the pump. Replacement procedure is scheduled for (B)(6) 2020.